Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 166mg/dl. The expected fasting blood glucose test result range is 93 to 110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 106mg/dl (B)(6) 2017 06:00 am fasting: yes, the 86mg/dl (B)(6) 2017 06:00 am fasting: yes, the 93mg/dl (B)(6) 2017 06:00 am fasting: yes, the 100mg/dl (B)(6) 2017 06:00 am fasting: yes, the 166mg/dl (B)(6) 2017 06:00 am fasting: yes. Customer complains of high readings. Result of concern 166mg/dl fasting.